Manufacturer narrative:
Product ID (B)(4) lot# 0214305636 implanted: (B)(4) 2018: product type lead product ID (B)(4) lot# 0214551110 implated: (B)(4) 2018: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 20188 mpxr (B)(6), report (x3) (for, con, rep): information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient has a possible flipped implantable neurostimulator (ins) with short circuits seen between electrodes 8 <(>&<)> 9. As a result the patient is unable to get any squares shaded when recharging.the recharger was tried in all different positions but there were still no squares shaded. There were no other related actions/interventions taken. However, the patient noted that they don't feel the ins moved from its original position with no falls noted. The implant is currently 75% charged and the patient has tremor suppression. The issue was unresolved at the time of the report. There were no patient symptoms alleged and no further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. (B)(4) has been removed from the ins (pli 10; sn: unknown) and placed on the extension (pli 40; sn: unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a rep indicated the patient had a revision to replace the extensions and turn the ins around, as it had been flipped. When the new extensions were implanted there was an open circuit on electrode 9. It persisted despite attempts to clean and re-secure the connections. The extensions were replaced and the issue resolved. All impedances were within normal range at the end of the procedure.

Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387-40, lot# 0214305636, implanted: (B)(6) 2018, product type: lead. Product ID: 3387-40, lot# 0214551110, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient has a possible flipped implantable neurostimulator (ins) with short circuits seen between electrodes 8 & 9. As a result the patient is unable to get any squares shaded when recharging. The recharger was tried in all different positions but there were still no squares shaded. There were no other related actions/interventions taken. However, the patient noted that they don't feel the ins moved from its original position with no falls noted. The implant is currently 75% charged and the patient has tremor suppression. The issue was unresolved at the time of the report. There were no patient symptoms alleged and no further complications are anticipated.

Manufacturer narrative:
Conductor #1 was broken 2.7cm from proximal end extension functional test: circuit #0: 17.9 ohms circuit #0: intermittent circuit #0: 16.6 ohms circuit #0: 16.7 ohms no shorts between circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated they suspected the patient's ins was flipped. Electrodes had an impedance of 43 ohms.